Manufacturer narrative:
Reported fault could not be replicated as described. Further investigation is pending.

Event description:
The user reported an incorrect response of system to an adequately filled reservoir. The safe flow mode was causing unintended pump stops. There was no patient harm, but the event is considered reportable.